Event description:
Customer reported to the emergency room due to a diabetes-related incident while using the pump for insulin therapy on (B)(6) 2025. Blood glucose (bg) levels exceeded 600 mg/dl; cause was unknown. Reportedly, due to the bg level, the customer fell. Customer received IV fluids and insulin treatment; though the resolution of blood glucose levels was uncertain at the time, with no confirmation of permanent damage. Customer declined follow-up to obtain the release date from the ER.